Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient took help from paramedics on (B)(6) 2025 due to hypoglycemia. No further information available.